Event description:
It was reported that during a da vinci hysterectomy procedure, the pk dissecting forceps instrument cable was noted to be separated at the jaw. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into a patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the conductor wire was broken at the midpoint. The electrical continuity test failed. Failure analysis investigation also found that the instrument grips were bent and misaligned with an offset of 0.06 and the instrument grip cable displayed a small fray, closer to the idler pulley. Additionally, the instrument pitch cable was frayed at the wrist, around the same area as the conductor wire breakage. The cable segment that contains the crimp was still installed in the clevis. It was concluded that the damage to the grips may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the damage to the grip and pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.